Event description:
The customer reported to olympus, following water filter replacement, the endoscope reprocessor exhibited errors e15 indicating water level sensor had malfunctioned and e12 indicating insufficient amount of disinfectant. Subsequently, the error was resolved by re-disinfecting the water supply line. However, it was found that the water supply line was not disinfected so far, and the endoscope reprocessed by the oer-4 was used for an examination. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has not been returned to olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, it is likely that e15 occurred since the disinfectant in the cleaning tank was discharged for an unknown reason, and e12 occurred since the disinfectant volume in the disinfectant tank decreased due to the disinfectant discharged. The specific root cause of how the disinfectant was discharged could not be determined at this time. The cause of not disinfecting the water supply piping likely occurred due to the user's failures of operational method or awareness. The following information is stated in the instructions for use (IFU): "7.3 disinfecting the water supply piping. Disinfection of water supply piping is required in the following cases: before using this equipment for the first time (after installation of the water filter set) immediately after replacement of the water filter whenever bacteria are identified in the water supply piping before using the equipment when it has not been used for more than 14 days the acecide disinfectant solution stored in the equipment is used for disinfection of the water supply piping." Olympus will continue to monitor field performance for this device.